Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had a syncopal event and it was noted that sudden bradycardia response (sbr) was programmed on at the time of the event. The patient was now experiencing palpitations and was thought to be due to sbr. The caller requested a review of the stored data which identified noise on the right ventricular (rv) channel, tachycardia, bradycardia. Also of note, the patient has a history of supra ventricular tachycardia (svt). A boston scientific technical services consultant discussed programming options for this patient. No additional adverse patient effects were reported.